Event description:
It was reported that a "test incomplete" message appears. The customer stated "the implant was that the assessments of the patients stopped until the sensor was replaced. There is also the question of whether the readings previously obtained are within the accuracy of the equipment. "No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.